Event description:
Report received from (B)(6) via synthes (B)(4) stating that the device's angled tip was damaged after use during a cranial maxillofacial. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.